Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-58 lead, implanted: 2006-(B)(6). (B)(4)

Event description:
It was reported that there was a lead warning due to the atrial lead having high impedance and elevated thresholds due to a fracture. The threshold outputs were changed from 2 volts @ 4 milliseconds to 3 volts @ 4 milliseconds and the lead will be monitored. No patient complications have been reported as a result of this event.